Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device shut off unexpectedly and screen went black. The technical support specialist (tss) reviewed data synchronization logs showing an incremental synchronization error caused by a transport-level failure, indicating the network connection was aborted by the local system. Event viewer logs revealed a critical kernel-power event, confirming the system rebooted unexpectedly without a clean shutdown, likely due to a network interruption rather than an internal device malfunction. The tss communicated these findings to the customer via email, explaining that while rare, such interruptions can occur if the device cannot maintain a stable connection during operation. The tss advised that to recover the device required a manual restart using the power switch. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device shut off shortly after procedure; screen went black, became unresponsive. However, there were no delays or adverse events or injuries reported based on this event.